Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during the heating cycle of an hta procedure, the physician received a fluid loss alarm. It was 64 c degree, total 10cc with rate 6cc per minute. The tenaculum stabilizer was used but leakage still occurred. Patient suffered a very small cervical burn (degree unknown) that was treated with silvadene cream.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.